Manufacturer narrative:
Three (3) 6fr angio-seal devices were returned for product evaluation. The returned devices included two unopened angio-seal devices and one opened device consisting of the header bag, hemostasis sheath and carrier tube. The opened device was visually inspected and found in used condition with visible signs of blood. The sheath and carrier tube were returned mated together and in forward lock position with the anchor deployed from the device. No other damage or issues were found. Functional testing was performed by setting the device to rear lock position and then manually deploying the device by pulling on the anchor. However, the internal components were unable to deploy properly, and considerable signs of dried blood were identified within the device when the carrier tube was cut into. The two other unopened devices were opened, and each was found to have one header bag, sheath, locator, guidewire, and carrier tube, all in unused condition. Both devices were then subjected to the same functional testing where a sheath was inserted into a simulated artery to which a carrier tube was then inserted into. The two components were mated together and pulled into rear lock position. The anchor could properly post onto the sheath and the device was pulled back, allowing all internal components to deploy properly. The tamper tube was then pushed down creating a seal within the simulated artery. No issues were found in either of the devices. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved angio-seal device pulled and deployed as they usually would but the whole system pulled out when they pulled back on system after the correct steps. The foot plate never deployed out of the sheath. Manual pressure was used to finish the procedure. The blood loss was less than 250cc. The event occurred intra-operative. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The patient was not injured during the event and medical/surgical intervention was not required. Additional information was received on (B)(6) 2023: procedure was a left heart catheterization (lhc) using a 6fr procedural sheath. A pre-deployment angiogram was performed. There were no difficulties with access, sheath, guidewire, or catheter insertion. There were no issues with inserting the device. Patient is in stable condition. Procedure was successfully completed with manual compression. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: lead. Additional patient information: height: 5 foot 6 inches. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.